Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: openings, underweight, red particles. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "prosthesis burst in the moment of implantation." There was patient contact. A replacement device was used.